Event description:
End user stated that the left snap button for the rear leg attachment on a 68100-ta rollator snapped off, causing the wheel to turn sideways. User tripped over the rollator and fell, hurting his left hip and leg. No medical intervention.